Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the common femoral. The lesion was 80% stenosed with moderate tortuosity/calcifiation. The lesion was pre-dilated. The stent was deployed successfully. During removal of the delivery system the tip got caught on the stent and bent it inwards. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined - limited information/device not received for evaluation). (Device not received for evaluation).